Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported the patient was on impella cp support. While on support, the patient went hypotensive and then ventricular tachycardia (vt)/ventricular fibrillation (vf) multiple times with ability to shock out of it. K 2.9 treated, amio bolus and drip started. This kept patient out of vf/vt. Additionally, there were suction event with likely cause thrombus ingestion. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of thrombus, vf/vt/af/at, and low pump flow has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt/vf was not determined. Data logs show motor current spike followed by a decrease in flow and suction alarms. There was motor current pulsatility loss. Low flow resolved after 36 hours. The cause of the low flow was most likely biomaterial. Thrombus failure mode (fm) was removed since it is captured under low flow fm with the root cause of biomaterial. E4 should have been left blank on manufacturer device report 1220648-2025-25770. H6 code 2993 was reported incorrectly on manufacturer device report 1220648-2025-25770. New code was added to medical device problem code.